Manufacturer narrative:
(B)(6). The basket broke and the patient had open surgery to remove it the following day after the issue occurred. The patient was hospitalized for 2-3 weeks. (B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a cystoscopy with removal of left stent and left ureteroscopy with stone manipulation procedure within the ureter last (B)(6) 2013. According to the complainant, during the procedure, upon removal of the stone, the distal end of the basket was completely detached and fell inside the patient. Several attempts were made to remove the stone and the basket out but were unsuccessful. The surgeon decided to terminate the procedure and admit the patient at the hospital. Patient underwent a percutaneous nephrostomy tube placement and the antegrade stent after 5 days of anticoagulation therapy. The patient then scheduled to have dilatation of the percutaneous tract for fluoroscopy and antegrade ureteroscopy to attempt to remove the basket. The basket and the stone were successfully retrieved. Although, 2 of the 4 wires on the basket were broken from the lasering, all pieces appeared to be present. The patient was sent to the recovery unit in stable condition.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter last (B)(6) 2013. According to the complainant, during the procedure, the entire basket broke off and was completely detached. It fell inside the patient and needed open surgery to remove it. The surgeon performed an open surgery to remove the broken basket on the following day, (B)(6) 2013. The procedure was completed with another zero tip basket. Reportedly, the basket was inspected/tested prior to use and no anomalies were noted. The patient was hospitalized for 2-3 weeks as a result of the event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter last (B)(6) 2013.according to the complainant, during the procedure, the entire basket broke off and was completely detached. It fell inside the patient but was successfully retrieved. The procedure was completed with another zero tip basket. Reportedly, the basket was inspected/tested prior to use and no anomalies were noted.the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event date: (B)(6) 2013. During the procedure, upon removal of the stone, the distal end of the basket was found to be missing. Several attempts were made to remove the stone and the basket out but were unsuccessful. The surgeon decided to terminate the procedure and admit the patient at the hospital. Patient underwent a percutaneous nephrostomy tube placement and the antegrade stent after 5 days of anticoagulation therapy. The patient then scheduled to have dilatation of the percutaneous tract for fluoroscopy and antegrade ureteroscopy to attempt to remove the basket. The basket and the stone were successfully retrieved. Although, 2 of the 4 wires on the basket were broken from the lasering, all pieces appeared to be present. The patient was sent to the recovery unit in stable condition. Device lot number: 16367858, device expiration date: september 9, 2015, device manufactured date: september 10, 2013.